Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty /defective printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis exera iii video system center displayed a b40 (video system center malfunction) error on the monitor. It was noted the lighting deteriorated during the examinations performed. The event occurred during a diagnostic colonoscopy. The procedure was completed using subject device. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of b40 error was confirmed, due to a defected printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.